Event description:
It was reported that the patient developed a hematoma after device implantation. The patient was hospitalized for an incision and drainage procedure. The device remains active and implanted. The patient is enrolled in the (B)(6) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).